Event description:
A report was received from the hospital charge nurse on 9/20/2001 that a memorylens that had been implanted in a patient's right eye in 2001 was being explanted due to "possible incorrect diopter implanted". Patient was diagnosed at exam in 2001, and had a visual acuity of 20/400 od. The lens was explanted later in 2001 and replaced with another product, with no additional complications for the patient. A vitrectomy was also performed at the same procedure. The doctor reported inflammation and edema post-op but stated it was normal post-op inflammation. The surgeon listed the patient's prognosis as "good" and pt's condition was stable. The surgeon felt this incident was lens related.